Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during an infusion set change. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for no delivery and when customer pushed in plunger the insulin did not exit. Customer tried with a new reservoir and set and it also did not work. Ttroubleshooting indicated that they will continue however, it appeared that the call may have been dropped. No further information was provided.